Event description:
The customer reported that during catheter insertion in a nicu patient, the catheter began to leak. The registered nurse (rn) noted that the catheter appeared wet and, upon further inspection, observed that it was cracked and leaking. The provider was notified and evaluated the catheter at the bedside, confirming the crack and leakage. The PICC line was removed. No patient harm was reported; picture attached.

Manufacturer narrative:
Additional product code d2a: foz. An investigation is currently underway. Upon completion, the results will be forwarded.